Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) and that early battery depletion occurred due to high left ventricular (lv) pacing outputs. It was further reported that the high left ventricular pacing outputs were related to the patient's anatomy. The device was explanted and replaced. There were no patient complications reported as a result of this event.